Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 4 of treatment and the treatment was cancelled. The warning occurred several times. It was noted that the patient line was not securely connected and fluid leaked from loose patient line connection. It was reported that an alternate treatment option was available. There were no reported adverse events, injuries, or medical intervention as a result of the reported event. Upon follow up, the pdrn stated the patient is continuing peritoneal dialysis therapy with no further issues. It is unknown if the cassette used by the patient is available for return for physical evaluation by the manufacturer. Additional information has been requested however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 4 of treatment and the treatment was cancelled. The warning occurred several times. It was noted that the patient line was not securely connected and fluid leaked from loose patient line connection. It was reported that an alternate treatment option was available. There were no reported adverse events, injuries, or medical intervention as a result of the reported event. Upon follow up, the pdrn stated the patient is continuing peritoneal dialysis therapy with no further issues. It is unknown if the cassette used by the patient is available for return for physical evaluation by the manufacturer. Additional information has been requested however to date has not been provided.

Manufacturer narrative:
Plant investigation: the fedex tracking number was verified and no information was found that the customer sent the sample. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, the insert label that is included in the packaging of the product contain indications, and warnings to perform the connection. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.